Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. A cannula split from the tubing was also found.

Event description:
The customer called in to report a sensor error alert, calibration error alert, and a lost sensor alert. The customer's blood glucose level was unknown. The customer stated that the alerts only happened when he wore the sensor on his left side. The customer's sensor was replaced and returned.